Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Review of the provided image was consistent with the closed jaws on a force bipolar.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar stopped working during procedure; bipolar tip at end of instrument would not straighten so instrument was getting stuck at top of cannula. The entire cannula had to be removed in order to get instrument out of patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was not working once engaged in the instrument arm, the tip was at a slight angle so it could not come through trocar and surgeon could not straighten the tip from console. The jaw was stuck closed. Instrument was broken at the swivel point of the instrument; the tips were pointing to the side tip closed and it would not go through the trocar and the tip/jaw of instrument would not straighten up. Swivel point could not be manipulated back straight. No physical damage seen, no fragments found in patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system showing 4 lives remaining. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.